Manufacturer narrative:
Investigation: lot analysis: findings: lot #: 7125539 a total of (B)(4) were manufactured on nexiva line 1 starting on may 8, 2017 through may 12, 2017. All challenges were successful and no quality related findings were discovered. All other set-up and in process samples including (but not limited to) machine caused damage passed per specification findings: lot #: 7125539, (B)(4) ¿ q-syte miss-thread, (B)(4) ¿ extension tube loop kinked. Eura review: yes. Reason: eura review is required for MDR complaints. Findings: reviewed (B)(4) for the ¿leakage at the hub¿ complaint that generated the MDR. Leakage at the hub or septum leak as identified in the eura is acceptable with a high rate through a risk benefit analysis. This defect has recently been addressed with a design change to the nexiva product under acr (B)(4). Visual analysis: observations and testing: received an opened package from lot number 7125539 with q-syte unit and a cover inside, no other components were received. The top web (packaging) of the unit had a hand written note stating ¿leaking blood from self-healing hub¿. Visual/microscopic examination: observations and testing could not be performed because the unit related to this. Conclusions: observations and testing could not be performed because the unit related to this failure was not received for investigation. Did the evaluation confirm the customer¿s experience with the bd product? No; the failures experienced by the customer could not be confirmed. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the failures that the customer experienced were not achieved with the evaluation and testing performed on the units received in the laboratory environment. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Corrections and CAPA: corrective action project / CAPA (#):a root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an 18 g x 1.25 in. (1.3 mm x 31 mm) bd nexiva¿ closed IV catheter system was leaking during use. Although the customer stated there was exposure to the blood, there was no report of mucous membrane exposure, injury or medical interventions.